Event description:
The customer reported that they received questionable results for a total of five patient samples tested for triglycerides and bicarbonate liquid (bicarbonate). Of the five samples, three were found to have erroneous results for triglycerides. Sample one initially resulted as 387 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a c311 analyzer at a sister site and a lower result was noticed. The customer was asked, but could not provide result obtained from testing on the c311 analyzer at the sister site. The sample was then repeated on the original analyzer on (B)(6) 2013 and resulted as 171 mg/dl. The repeat result was believed to be correct. Sample two initially resulted as 358 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 260 mg/dl. The sample was also repeated a second time on (B)(6) 2013 on a c501 analyzer at a different site and resulted as 252 mg/dl. The repeat result was believed to be correct. Sample three initially resulted as 375 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 250 mg/dl. The sample was also repeated a second time on (B)(6) 2013 on a c501 analyzer at a different site and resulted as 240 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected. The triglycerides reagent lot number was 67606301 with an expiration date of 02/28/2014. The field service representative was unable to determine a cause. He performed performance testing on the analyzer. The analyzer was found to be performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A cause related to pre-analytics was found to be likely since the customer used a centrifugation time that was too short.

Manufacturer narrative:
A specific root cause could not be determined. All performance data was checked and no analyzer issue was apparent. Additional information for further investigation was requested but not provided.